Manufacturer narrative:
Patient information was unavailable from the site. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Device manufacture date is unavailable if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the site experienced difficulties tracking multiple instruments. It was noted that one probe would not track while the remaining instruments had difficulties. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was a registration issue. There was approximately a 10-minute delay, they abandoned navigation and it didn¿t have any effect on the outcome of the case.